Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after surgery was completed, the fluid inside the cassette would not come out into the drain bag.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe pak was packaged on (B)(6), 2017. There were 540 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on august 20, 2001. Based on qa assessment, the product and the system met specifications at the time of release. The tipless pak was received for evaluation. A visual assessment of the returned sample was performed and showed no obvious nonconformities. The sample cassette, drain bag, and all tubings were loaded into a calibrated system along with known good vitrectomy probe. However, the system would detect that the cassette was full and display advisory to replace the cassette even though the cassette is empty. The cassette was taken out and the area of the cassette fluid chamber where the system¿s fluid level sensors detect the levels of fluid was cleaned. The advisory that the cassette was full no longer displayed. This was determined to be due to dirty cassette that triggered the system fluid level sensors and unrelated to the reported event. The sample then successfully passed prime, vacuum test, and probe test. This was repeated 4 additional times with the same result. During the repeated testing, the cassette fluid chamber was filled and emptied into the drain bag multiple times without any issue. No problem was found with the product. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).